Event description:
Event description guidant/crm received information that due to inappropriately high impedance, and low r-waves having dropped off significantly which indicated a lead fracture this endotak c lead has been removed from service. Another guidant endotak lead was successfully implanted.